Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) at the cecum performed on (B)(6) 2012. According to the complainant, during the procedure, the decision was made to place a clip after performing a polypectomy. The clip was placed at the site, and then locked and deployed; however, it failed to release from the delivery catheter. The physician then attempted to disengage the clip by manipulating the device. Reportedly, the clip was able to be separated and remained on the tissue; consequently, the handle broke apart during the device manipulation. As a precautionary measure, a second resolution clip was placed at the site to complete the procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The reported event of clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.